Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up, nonsustained lead noise episodes were observed due to double counting of pvcs. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.